Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 255 mg/dl, hi and 418 mg/dl when all tests were performed within 10 minutes on aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.